Manufacturer narrative:
The unit was returned for investigation but the reported failure was not confirmed. This is a known failure and has been investigated previously. The complaint was not confirmed during testing; the unit passed all testing, no failures were observed and lumen output was within spec. A damaged power switch was observed during the eval. For safety measures the unit will be upgraded to the latest revision ballast. In sum, the product was returned for investigation but the reported failure was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the bulb in the unit went out.